Event description:
A user facility clinical manager (cm) reported that an internal dialyzer blood leak occurred. The cm stated a "minor blood leak" alarm occurred approximately one minute after the start of a patient¿s hemodialysis treatment. It was reported that the blood was observed from a small "split" in the fibers with a small stream of blood leaking out. The cm confirmed that the machine, a fresenius 2008t machine, alarmed appropriately with a blood leak alert. Blood leak test strips were used and tested positive for the presence of blood. No further damage and/or defects were noted. Fresenius bloodlines were used for treatment and the patient's blood was not returned. The cm stated that the patient¿s estimated blood loss (ebl) was 300-400cc. The cm confirmed there was no patient injury, adverse events, or medical intervention required as a result of the reported event. The patient was restarted on a different machine and treatment completed successfully with new supplies. Per cm the dialyzer was reported to be available to be returned for manufacturer evaluation.

Manufacturer narrative:
Additional information: d9, h3 plant investigation: the reported complaint was not confirmed as the complaint device was not returned to date for manufacturer evaluation. A production records review was performed on the reported lot. An investigation of the device history records (DHR) was conducted by the manufacturer. There was one approved temporary deviation notice (dn) reported on the lot which was unrelated to the complaint event. There was no indication of product nonacceptance, deviation, non-conformance, rework, labeling or process control failure during the manufacturing process which could be associated with the reported event. During the lot history review it was noted that there were no other complaints of any kind reported against the lot. A definitive conclusion regarding the complaint incident cannot be reached without physical examination of the actual device. Therefore, the complaint is not confirmed. The reported lot number passed pyrogen testing, was within sterilization dosage parameters and passed all release criteria. Continuous improvement is of the utmost importance to fresenius medical care as we strive to provide dialysis products of the highest quality to our patients. Reports of leaking product are investigated both individually as complaints, as well as via the nc/CAPA program, in order to assess and improve our products and processes. Capas 2018-0171 (vision systems) and 2018-0161 (blood leak reduction) are recent examples of leak related investigations directed at an overall reduction in dialyzer leaks.

Event description:
A user facility clinical manager (cm) reported that an internal dialyzer blood leak occurred. The cm stated a "minor blood leak" alarm occurred approximately one minute after the start of a patient¿s hemodialysis treatment. It was reported that the blood was observed from a small "split" in the fibers with a small stream of blood leaking out. The cm confirmed that the machine, a fresenius 2008t machine, alarmed appropriately with a blood leak alert. Blood leak test strips were used and tested positive for the presence of blood. No further damage and/or defects were noted. Fresenius bloodlines were used for treatment and the patient's blood was not returned. The cm stated that the patient¿s estimated blood loss (ebl) was 300-400cc. The cm confirmed there was no patient injury, adverse events, or medical intervention required as a result of the reported event. The patient was restarted on a different machine and treatment completed successfully with new supplies. Per cm the dialyzer was reported to be available to be returned for manufacturer evaluation.

Manufacturer narrative:
Correction: h6 device component code.

Event description:
A user facility clinical manager (cm) reported that an internal dialyzer blood leak occurred. The cm stated a "minor blood leak" alarm occurred approximately one minute after the start of a patient¿s hemodialysis treatment. It was reported that the blood was observed from a small "split" in the fibers with a small stream of blood leaking out. The cm confirmed that the machine, a fresenius 2008t machine, alarmed appropriately with a blood leak alert. Blood leak test strips were used and tested positive for the presence of blood. No further damage and/or defects were noted. Fresenius bloodlines were used for treatment and the patient's blood was not returned. The cm stated that the patient¿s estimated blood loss (ebl) was 300-400cc. The cm confirmed there was no patient injury, adverse events, or medical intervention required as a result of the reported event. The patient was restarted on a different machine and treatment completed successfully with new supplies. Per cm the dialyzer was reported to be available to be returned for manufacturer evaluation.

Manufacturer narrative:
Additional information: a1, a2, a3, a4, b5, d10.

Manufacturer narrative:
Plant investigation: the plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A user facility clinic manager (cm) reported approximately one minute into treatment the machine began to alarm "minor blood leak." Upon inspection of the dialyzer, a small "split" in the fibers with a small stream of blood leaking out was observed. The dialyzer sample was available to be returned for evaluation. Additional information was requested but was not received to date.